Event description:
It was reported that the patient had coronary artery bypass graft surgery. After the procedure the left ventricular lead impedance had risen from a steady 780 ohms to greater than 2000 ohms. Lead evaluation revealed that during the procedure, the tip had been cut off the lead so it was not capturing. The lead body was explanted and the tip was left in the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.